Event description:
Dialysis pt had a long term dialysis catheter placed. Subsequent radiology films indicated a suspected perforation involving the right atrium or inferior vena cava. The pt coded and expired during the procedure for removal of the catheter. There was no indication of a failure or malfunction of the device.